Manufacturer narrative:
The viperwire was received at csi for analysis. Examination of the returned guide wire revealed the spring tip to be fractured off. The fragment was not returned. There was some spring tip adhesive residue left on the guide wire core shaft. Scanning electron microscopy analysis concluded the guide wire fractured due to excessive rotational damage. It is hypothesized that the root cause of the fractured guide wire spring tip is user error as analysis of the fracture face is consistent with the torsional damage normally seen when the oad driveshaft is spun into the guide wire spring tip resulting in a fracture. At the conclusion of the failure analysis investigation the reported fracture event was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guide wire was used during a treatment with an orbital atherectomy device (oad) of a severely calcified lesion in the left anterior descending artery (lad), which was tortuous and 80% stenosed with a diameter of three millimeters. Glideassist was used to advance the crown of the oad through the lesion for distal-to-proximal treatment. One treatment was performed on low speed, and glide assist was again used to advance the crown of the oad past the lesion in preparation for another distal-to-proximal treatment. During advancement of the oad distal to the lesion, the viperwire retracted somewhat, and the guide catheter moved forward. The second treatment on low speed was performed, and the viperwire could be seen moving with the oad. The oad was removed from the patient, and during wire exchange, it became apparent that the viperwire tip had fractured. The tip of the viperwire was snared and removed from the patient. The oad never came into contact with the spring tip and remained at least five centimeters away at all times.